Event description:
It was reported to ventec that the patient circuit broke during use. The reporter further advised that the vocsn device alarmed after the patient circuit broke. As a result, medical personnel were able to respond accordingly. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the vocsn serial number, or the part number and lot code from the broken patient circuit. As a result, section d4 (model number, catalog number, serial number, lot code and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank.

Manufacturer narrative:
H6: the broken patient circuit was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.